Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated lithium result on the architect c16000 analyzer. No details regarding current lithium dose or changes in lithium dosage are known. No results were released and there was no impact to patient management. (B)(6). (B)(6) (customer) sets their upper limit at 2 mmol/l.

Manufacturer narrative:
(B)(6) test date was corrected from (B)(6) to (B)(6). On (B)(6) 2018 sid was corrected from (B)(6). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The cause of the false high lithium results was determined to be carryover from ldh reagent 1 which contains a lithium concentration of 76 mmol/l. The lithium assay package insert states that a smartwash for ldh is not required, therefore this carryover effect is not expected. After significant troubleshooting the carryover effect was mitigated by optimizing the system with additional maintenance on (B)(6) 2018 and (B)(6) 2018 which included replacing and adjusting various parts. A specific singular cause for the carryover was not identified. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
On (B)(6) 2018 additional falsely elevated discrepant data was provided, with no impact to patient management. Sid (B)(6) initial 2.49, retested as 1.04, and 1.06 mmol/l. Sid (B)(6) initial 1.32 mmol/l, repeat 0.68 mmol/l. The same sample tested as 0.70 mmol/l on another analyzer, which matched the clinical presentation of the patient. The product evaluation is currently in process. A follow up report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
On (B)(6) 2018 additional falsely elevated discrepant data was provided, with no impact to patient management. Sid (B)(6) initial 2.49, retested as 1.04, and 1.06 mmol/l. Sid (B)(6) initial 1.32 mmol/l, repeat 0.68 mmol/l. The same sample tested as 0.70 mmol/l on another analyzer, which matched the clinical presentation of the patient.